Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the monitor from the recovery room and or in the edh does not pass on alarms to the control center. The device was not in clinical use at the time of the reported incident. No adverse event or patient harm was reported for this case.